Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the patient returned to the surgeon with an infection at the site of the product location. Additional information has been requested but not yet received.